Event description:
It was reported that bd as lvp bur 20d low sorb smbore ss 0.2m leakage and air in line. The following information was provided by the initial reporter: I have confirmed that the tubing set that raja has is not related to any of the previously reported events. The sick kids safety report number is 203300. We will require a separate bd product complaint number for this event. Event and item information: event - 2024-02-06 at 1345, tpn leaking from tubing at blue cassette, this caused air to enter into line and tpn needed to be stopped and line changed. Item - bd product al10015012, infusion set 150 ml burrette (needle-free valve) with 0.2 micron filter, I don't believe there was a lot number available for this item.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
DHR and device the customer reported leaking at blue cassette, and returned one used sample of material 10015012, and lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water, and the leak was found as a pinhole in the silicon at the lower fitment of the pumping segment. The complaint of component damage was verified. The root cause for this failure is most likely the user and how the set is loaded into the alaris pump. There is a known failure mode for improper loading of the pumping segment, we strongly recommend loading the top blue clip into the pump first and then the bottom. Device history record review for model 10015012 lot number 23085325 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.